Event description:
Patient was seen in clinic and presented with high lead impedance. No adverse events were reported and the patient had just underwent a replacement in may. The patient was referred for chest and neck x-rays. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was seen again in clinic and still presented with low output current and high impedance which would be expected as no known surgical intervention has occurred to date. The patient also denied any recent trauma or injury.

Event description:
Additional information received noting that the patient is experiencing left chest pain off and on all day. The patient also had x-rays taken and per the x-ray report from the physician, no anomalies were noted. The x-ray images have not been reviewed by the manufacturer to date.

Manufacturer narrative:
B5: describe event or problem. Corrected data: initial report inadvertently left out relevant information about the x-rays.

Event description:
Patient was seen again in clinic and still presented with low output current and high impedance which would be expected as no known surgical intervention has occurred to date. The patient has since been referred for surgery.

Event description:
Patient is now reporting that their vns was "leaking battery acid inside her body". It is known that this patient has high lead impedance and their surgeon explained to them about leakage current with the damaged lead and it is speculated that the patient may have misinterpreted this. Painful stimulation was already previously reported for this patient.